Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The consumer reported via the manufacturer representative that since about one month after implant he had gotten intermittent relief from the device. The patient stated that it would work for a week or longer than at some point it would no longer help with the pain and sometimes make it worse when it was on. The patient was seen on (B)(6) 2016 for reprogramming and left happy and impedances were within normal limits. The patient informed the representative that on (B)(6) 2016 his electric wheelchair flipped over on him and he was only getting about 5% relief, but stated the trouble had started before then. The patient reported that he had not been able to use his stimulator for several weeks because it hurt to turn it up past .25mv on any of his groups, but on the day of the report it was at 1.5 and he was getting relief. The issue was not resolved at the time of the report. Additional information received from the representative reported that the patient had tried turning the device off and still had the pain. When the patient went to turn stimulation back on he had to use a much higher or lower voltage to get relief, it was very erratic. The pain would sometimes jump from one foot to the next and the patient did not always feel stimulation when he had the stimulation on. It was noted that the patient currently had stimulation at 1.4v and was getting 60-70% relief. The patient noticed the issue more when he went to lay down and when he tries to sit back up the pain continued. The patient had an x-ray and MRI done on (B)(6) 2016 and the representative could see the bottom electrodes which appeared to be in the right spot and at the same angle. It was noted that the patient had similar issues with his medications and had complex regional pain syndrome. The patient¿s programming was reviewed and appeared to be functioning normally. It was reviewed that the issue could be disease related and the patient was going to follow-up with their healthcare provider. The indication for use was spinal pain.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.